Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The device will not return for analysis as it was disposed per hospital policy. The patient is recovering well post operatively and happy with the programs thus far.